Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically in the left axillary/subclavian artery in a 70-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on extracorporeal membrane oxygenation (ECMO), on an intra-aortic balloon pump, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Pre-evaluation showed the left subclavian artery was 7mm wide and its characteristics were fine, allowing for smooth insertion of the guidewire and contrast catheter into the left ventricle. During the 5.5 delivery, insertion was difficult, requiring considerable force to push forward. Due to the poor pushability of the 18mm guidewire, a 35mm non-abiomed guidewire (silverway) was attempted. The guidewire could be inserted into the left ventricle, but the pump could not advance proximally beyond the arch and distal subclavian bifurcation. The pump was removed, and a non-abiomed (radifocus) buddy wire was inserted, but also had difficulty advancing. Angiography revealed poor contrast enhancement from the arch and distal subclavian bifurcation. The intima of the left subclavian artery was dissected, preventing the wire from passing through. No treatment was performed. Angiography showed that blood flow to the left upper limb and head was preserved, so the wound was closed and imaging evaluation was initiated. The procedure was aborted, and the patient continued on iabp and ECMO support. The impella is being reported due to the device removal; however, the removal was performed with no clinical consequence to the patient. Vessel injury could be attributed to user technique, such as the force used to advance the device against resistance.